Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A return sample for evaluation is not expected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that the patient had a flexi-seal signal fecal management system (fms) inserted due to having c-difficile and a stage 4 sacral ulcer. It was reported that 30cc of fluid was instilled into the retention balloon at the time of insertion. The nurse indicated that a rectal exam was performed prior to inserting the device. After the device had been in place for approximately 2-3 weeks, the nurse noted an unspecified amount of stool leaking around the device. At this time, an additional 6cc of fluid was added into the retention balloon. The next day, the patient experienced a ¿massive¿ gi bleed and was taken immediately to the operating room for surgery. Pressure was applied and the bleeding area was ligated. The use of fms was discontinued, and there was no further bleeding. A follow-up colonoscopy was performed and the patient was found to have diffuse diverticulitis disease and internal hemorrhoids. The wound ostomy continence nurse indicated the sutures were so low they could be seen hanging out of the rectum, and that it was possible that the fms device had been rubbing on the hemorrhoids. The fms device was discontinued and the patient outcome was reported as ¿no further bleeding.¿ although requested, no further information was provided.